Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported on the initial medwatch. It was confirmed that the revision surgery occurred on august 28, 2014 and no complications were reported. Radiograph taken ¿ exact date unknown. Outcome attributed to adverse event was hospitalization and not death.

Event description:
It was reported that patient underwent a fracture reduction procedure to implant a tibial nail approximately ten to twenty years ago. Subsequently, a revision procedure occurred on (B)(6) 2014 and no complications were reported.

Event description:
It was reported that patient underwent a fracture reduction procedure to implant a tibial nail approximately ten to twenty years ago. Subsequently, a revision procedure was scheduled to remove the tibial nail as it had fractured. There has been no confirmation of a revision procedure to date.